Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. Ref.# (B)(4).

Event description:
Report received from the USA stating that the device does not function. It is known that the device was being used during surgery. It is known that there was no pt or user injury. It is unk if there was medical intervention reported. There was no additional info provided.